Event description:
A hospital charge nurse reported that the ceramic beak of an old resection sheath broke and shattered in a pt's bladder during a bladder tumor resection. According to the hospital surgical technician, a forceps was used to retrieve the pieces. The physician irrigated the bladder to ensure that all pieces were successfully removed. As an additional precaution, the physician prescribed antibiotics for the pt's use.